Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1902139 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that during use of the bd discardit¿ ii 20 ml syringe there was an issue with leakage through the plunger. The following information was provided by the initial reporter, translated from german to english: there was a leak again during extraction. Saline leaks (passes) through the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd discardit¿ ii 20 ml syringe there was an issue with leakage through the plunger. The following information was provided by the initial reporter, translated from (B)(6) to english: there was a leak again during extraction. Saline leaks (passes) through the plunger.